Event description:
3 incidents reported related to injury to the patient using the medline clipper.1-"bleeding observed after clipping of surgical site, left axilla (mulitple moles located in left axilla)" green clipper head used in this case.2-"observed post clipper bleeding from penile shaft." Blue clipper head used in this case.3-"small abrasion <1cn observed after clipper used on abdomen." Unsure if green or blue clipper head used.green clipper head is for course hair and blue clipper head is for fine hair.we have had repeated issues of the same with this product. This is not our first report. A break in the skin puts the patients at an increased risk of infection.======================manufacturer response for hair clipper, medline clipper (per site reporter)======================this issue started in (B)(4) for our facility. A lot of work has been done around this- replaced all clipper handles, re-inserviced all staff, had an educator here. We continue to have the same issues. At one time I asked manufacuter how to know how frequently handles should be replaced and the response was it depends on the usage- low, moderate, heavy. They could not and at this time still have not been able to define what low, moderate and heavy usage means. As a result of continued problems that have not been resolved, our organization has switched to the 3m brand clipper.